Event description:
Complainant alleged that during the incoming inspection of the product, the device's display froze for several mins and then displayed a checkerboard on the video screen. Complainant indicated that there was no pt involvement in the reported failure.